Event description:
A female patient with normal body measurements and difficult to treat fever received ivtm therapy with the icy catheter. After 4 days, the patient's fever persisted. Thus, a solex catheter (lot 175242) was placed on (B)(6) 2023 to continue the therapy. The solex catheter was smoothly inserted into the right internal jugular with no complications. The catheter lies well and is not kinked in the vessel. X-ray control was performed. There are no further accesses in the vessel. After a few hours, the flow indicator of the start-up kit (suk) was noticed to not be rotating, and the patient became feverish during ongoing therapy, indicating that the patient is not cooling. The site reported the issue to the zoll sales representative. The suk was closed briefly to perform a suk closed loop test, and small air bubbles were eliminated. The flow indicator rotated and error of the suk was excluded. After reconnection, no flow can be traced. The roller pump continued to rotate, and no loss of liquid or alarms are observed. Subsequently, the customer tried to flush the catheter. High pressure was necessary, it was very difficult to flush. Aspiration was possible and renewed attempt to flush. The system was reconnected, and the problem persisted. A new catheter was placed to continue therapy. No injury or adverse impact was reported. The patient is stable.

Manufacturer narrative:
The reported complaint that the patient was not cooling, and the solex catheter (lot 175242) was difficult to flush was not confirmed during functional testing of the returned catheter. No issues or discrepancies were found. No device malfunction was observed during the testing. All the lumens were flushed without resistance and the catheter functioned as intended. Visual inspection of the returned catheter was performed. There were no kinks or physical damage observed on the catheter and the serpentine balloon. Blood residues were observed in the distal, medial, and proximal luered tubings. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, the returned catheter was connected to a known good start-up kit (suk) and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak no damage was found. The red pinwheel was rotating as normal and the flow of saline was observed during testing, the catheter performed as intended. During further functional testing, the returned catheter was connected to a known good suk and ran on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. The balloons were properly warming during the warming mode and cooling during the cooling mode. No leak, no damage was found on the catheter, the catheter performed as intended. The suk red pinwheel and the pump roller was rotating as normal and the flow of saline was observed during testing, the catheter performed as intended.